Manufacturer narrative:
Event date is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-14917. It was reported that the patient did not have adequate therapy due to lead migration. X-ray confirmed migration. As a result, the leads were explanted and replaced on (B)(6) 2021. The patient has effective therapy post operatively.